Event description:
The regular pump-managing hcp was not available to fill the pump, so the patient was seen for pump refill in ambulatory care. At the clinic visit, the pump didn't communicate with the physician programmer. The pump was filled, but it was unknown if the pump was working, and what dosage was delivered. The patient was sent home by the physician. Explant was recommended. The patient was asymptomatic. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.